Event description:
It was reported during a surgery a sterile packaged screw part number 30-0225-s was opened and implanted in the patient but was too short. The screw was removed and remeasured to find the screw was a 9mm screw instead of 11mm screw. The screw was removed and replaced with a new screw. The surgery was completed with no delay. There were no adverse patient consequences reported.

Manufacturer narrative:
Manufacturing and inspection records for 3.5mm x 11mm non-locking hexalobe screw (part number 30-0225-s, batch number 565160) were reviewed, and no anomalies were found. The returned screw was measured to confirm failure. According to the customer incident notes, the returned screw was a 9mm screw, but the part number 30-0225-s was for a 11mm screw. Screw batch number 565160 was searched in internal systems and confirmed as part number 30-0225-s. The part measured an overall length of .443in, therefore the overall length corresponded to with 30-0224 (3.5mm x 9mm screw). The packaging did not match the screw that was inside.